Manufacturer narrative:
B5; additional information received ; it was reported that the supra-renal diameter 15mm above the renal arteries was 28mm. The pro ximal neck diameter at the lowest renal artery was 26mm, tapers down to 24mm at 10mm below then back out to 28.1mm at 20mm with distal neck diameter being 27mm at 35mm below the renal arteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: review of CT scans taken approximately 7months post-index procedure revealed a persistent infolding, with no endoleak or thrombus observed. No other findings were noted in this review medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 51mm abdominal aortic aneurysm. The supra-renal diameter where endoanchoring was planned to engage was 28mm. The proximal to distal renal diameter was 26mm to 27mm with a neck length of 35mm. The neck was wide and conical with mild neck calcification and thrombus present. It was reported approximately 5 weeks post the index procedure, follow up CT showed the main body of esbf3214c103e had infolded/invaginated on itself. The cause of the infolding is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported infolding was confirmed on the films provided. There was no stent graft oversizing that could have been attributed the observed infolding. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.